Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patients ipg became inoperable. As a result the ipg was explanted and replaced.

Manufacturer narrative:
Efforts to obtain device information have been unsuccessful. The ipg was not returned for evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.